Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not getting a 50% reduction in symptoms. Patient is getting "800" each time they cath, one time they got it down to "150". Patient said they have been adjusting stim every day. Patient asked if they should wait 2 3 days before adjusting again. Reviewed option to increase stim or change programs. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment w/ the healthcare provider in 6 weeks.